Event description:
According to the reporter, the device's power switch will not stay in the on position, and you have to hold the button to keep the device powered on. He said he called for the switch part number because he thinks they have one in stock.

Manufacturer narrative:
Physio-control supplied customer with parts information. The reporter stated he did have a new switch in his stock. He said he replaced the on/off switch and then observed proper device operation.